Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the stem at the cement/bone interface. Depuy cement was used in the primary surgery. Poly wear was also reported.

Manufacturer narrative:
The products associated with this report were not returned. Review of the device history records for the liner did not reveal any related manufacturing deviations or anomalies. Product/lot information for the cement product is not known. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.